Event description:
Reporter indicated vns high lead impedance results were obtained for a patient at an office visit. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had no trauma, and the patient's family insisted the vns be left programmed on. High lead impedance was first noted on (B)(4) 2012. The vns settings were initially increased and the patient did not appear to feel any stimulation or magnet mode stimulation. Reducing the settings did not resolve the high lead impedance. The settings were reprogrammed back to baseline settings of 1.5ma/20hz/250 pulsewidth/14sec on/0.3min off. X-rays were reviewed by the manufacturer which noted a frank lead break distal to the electrodes. The lead break is the likely cause of the current high lead impedance. Surgery is not currently planned to replace the vns.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient did not desire to move forward with vns replacement surgery at this time. It is unknown if the vns has been disabled all attempts to the reporter for additional information about the vns high lead impedance have been unsuccessful to date.